Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 458 mg/dl. Cause of bg level was not known. Customer administered a correction bolus via the pump to address the issue and went to the emergency room. Customer declined troubleshooting. No additional information was able to be obtained.